Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. During the implant, intracardiac echocardiogram (ice) was the imaging technique used, and it was noted that the patient had extremely difficult anatomy with a shallow, pectinated anterior chicken wing morphology laa. The implant required multiple recaptures and repositions. At a routine follow-up computed tomography (CT) scan, a lobe was noticed to have been left uncovered by the closure device resulting in leak around the fabric and incomplete seal. On imaging, the leak measured 5-8mm. The physician placed a 10mm non-boston scientific plug in the lobe to prevent thrombus formation and seal the leak. According to the physicians, the intervention was completed successfully. The patient is expected to return in the future for a follow-up CT scan to confirm the leak has been sealed. The patient has fully recovered and been discharged.